Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer dropped insulin pump and as a result, insulin pump stopped vibrating during priming and uploading. Troubleshooting could not be performed as customer was not available with insulin pump. Customer would call back in order to troubleshoot.